Event description:
Ventilator failure. Power shut off without warning. Pt state they smelled "warm plastic smell" prior to ventilator failure. Power outlet checked by engineering no problems noted. Ventilator plug was found to have a loose wire; repaired. No pt injury or harm.